Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the tibial alignment guide did not match up with the mechanical axis of the tibia so surgeon was concerned. He made the adjustment. No adverse consequences to patient. Case completed successfully."